Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced. No adverse consequences for the patient were reported.

Manufacturer narrative:
The device longevity did not meet the expected longevity using default parameters. The device functionality was normal during bench testing and the current was normal before, during and after temperature cycle and temperature humidity testing. The cause of the depletion was not determined.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.